Event description:
It was reported that during the implant attempt, after the first repositioning to get better sensing, several attempts were necessary to screw out the lead again. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(6) the full lead was returned and analyzed. Primary analysis revealed that the helix was disengaged from helical channel. There was blood/body fluid on the distal conductor (not obstructed). The inner tubing was found to be kinked/buckled. There was blood present in/on the helix/lobe mechanism and sleeve head.